Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The restenosed target lesion was located in the proximal segment of the right coronary artery. A 4.00x12 synergy ii everolimus-eluting platinum chromium coronary stent system was deployed in the exact same spot of the two previously implanted non-bsc stents and the procedure was completed. Twelve days post-procedure, the patient came back with stent thrombosis. Ballooning was done and the artery was reopened. No further patient complications were reported and the patient's status was fine.